Manufacturer narrative:
The reported field event of header anomaly was inconclusive in the laboratory. The header was severely damaged prior to when it was received for analysis. The device was tested on the bench and no anomalies were found.

Event description:
It was reported that a patient presented in clinic for a device upgrade. During the removal of the implantable cardioverter defibrillator (ICD), the lead would not release from the header due to the set screw being difficult to remove. The patient was asymptomatic. Physician was able to release lead from ICD header using a bone chipper and hemostat. The patient was stable throughout procedure.